Manufacturer narrative:
As the lot number for the device was not provided, a device history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation however, medical records were provided. Investigation of the medical records confirmed perforation and tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced perforation and tilt. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The patient was reported to be a (B)(6) female who's weight was not reported.